Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed that the bottom cover was dented. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a loose electrical component. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The internal visual inspection revealed cracks along the hybrid. The hybrid visual inspection revealed cracks along the hybrid and a loose electrical component. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and a dislodged electrical component. A corrective action was implemented. This is the final report.